Event description:
It was reported that an unspecified bd pen needle had cannula breaks off (patient or non patient end) or pulls out. The following was reported by the complainant, "last saturday one of the bd microfine 25mm broke off in my abdomen as I was giving myself an insulin injection. I went to a&e where the doctor decided to leave it in."

Manufacturer narrative:
The following field was updated due to corrected information: b.5 describe event or problem: it was reported that an unspecified bd pen needle had cannula breaks off (patient or non patient end) or pulls out. The following was reported by the complainant, "last saturday one of the bd microfine 25mm broke off in my abdomen as I was giving myself an insulin injection. I went to a&e where the doctor decided to leave it in." H.6. Investigation: one photo of a open pen needle attached to a pen injector was returned from an unknown lot. No., cat. No. Unknown. Visual examination of the returned photo was carried out and a broken patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. Based on the photo and the fact no physical sample was returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h.10

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Hello, please can I ask what metal your bd needles are made of and whether said metal would affect an MRI scan? Last saturday one of the bd microfine 25mm broke off in my abdomen as I was giving myself an insulin injection. I went to a&e where the doctor decided to leave it in. He did recommend contacting the needle manufacturers to determine whether the nature of the metal would be a danger for future MRI scans. Kind regards,